Event description:
Procedure type:colectomy. At the second firing, a doctor confirmed the reload would not fire at all. The jaw had been opened and closed for several times before the incident. The customer had inserted the device into and removed it from the trocar repeatedly. The reload was used with idrive handle (serial number: unknown). New one was opened to complete the case with no problems. No detailed situations of failure such as pre-firing or conditions of jaw was reported and it is unknown if the handle could be squeezed or not. There was no patient harm and patient current status is good. Reported operating time not extended. No additional tissue resection, tissue damage, bleeding, extended operating time reported or adverse event caused by extension of operating time. No patient information such as gender, age, and weight are available. No reports of components falling into the surgical site. The customer did not know if reinforcement material was used. Reporter confirmed that the clinical sample is being returned for investigations but unknown when the instrument will be returned. No additional lot number information available. Both the sulu reload and the handle will be returned for investigation.

Manufacturer narrative:
(B)(4).